Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by an arthrex employee via email that ar-3638 fibertak batch 15365626's suture frayed during deployment. This was detected during labral repair procedure on the same day. The procedure was completed successfully by using a different implant.